Event description:
The patient received her scs system consisting of an ipg and surgical lead on (B)(6) 2010. It was reported that during the laminectomy portion of the implant procedure, the physician inserted the metal end of the dural separator into the patient. After the implant procedure and in the recovery area, the patient reported paralysis and extreme rigidity of both legs. The physician explanted the lead after 20 minutes but did not return it to the manufacturer for evaluation. On (B)(6) 2010, the physician reported that the patient had a cord infarction and contusion where the lead site was. Follow up on (B)(6) 2010 found that a neurologist felt the event was myelitis and unrelated to the implant surgery. The patient is being treated with aggressive steroids. No further information is available at this time.

Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.